Manufacturer narrative:
A secondary MDR was reported under 3014526664-2024-00080 as there were two products associated with this event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, a symptomatic patient presented with the same stroke symptoms (disorientation and speech issues) and had stent thrombosis. This patient had a very tight lesion and calcium burden. The physician administered thrombolytics for short term and the stent was re-ballooned two days post procedure. The patient's stroke symptoms have resolved, and he is back to baseline. At this time, it is unknown if the reported event is related to procedural complications, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.